Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator was coming in for a two-hour evaluation because it kept restarting and wouldn't shut off. As per the customer, the event happened during pre-testing calibration. There was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The service technician completed a thorough inspection and testing of the unit, and it passed a 96-hour extended test at the customer's setting without experiencing any critical alert conditions. Utilizing an automated test fixture to evaluate the vent's overall operation, the unit passed both the initial alarm volume test and initial final test with no problems. All readings were within the required specifications. The unit was opened and examined; no anomalies were found, and the ventilator was put through tests to ensure that it complied with all factory specifications.